Event description:
A report was received that a recently implanted patient noticed that the ipg is loose in the pocket site. The physician believed the ipg flipped and revised the ipg. The ipg was sutured down in the pocket site and the patient is reportedly doing well.